Event description:
The pump errored a "roller clamp error" while attached to a pt. Unk if it is alarmed occlusion or if the clamp was closed for this error. Rate 125 ml/hr, unk med. Length of time: unk. Date: (B)(6) 2013. No tubing available. Customer does not want to send the pump in, but wants a record of the complaint. Follow-up obtained from reporter: the reporter stated there were not sending the pump back for return.

Manufacturer narrative:
Investigation results: per log review the complaint for a roller clamp error was confirmed. The log results displayed that on (B)(6) 2013 the pump was turned on. Immediately after turning the pump on the pump continuously displayed a flow clip position alarm. An infusion had not been started and the pump was not infusing during these alarms. The pump was finally turned off and not used the remainder of that day. After reviewing the history of the pump it has not been in for svc or preventative maintenance since the customer obtained the pump on 07/25/2007. The pump has had the software upgraded on 08/06/2008, 08/18/2008, 08/09/2011 and 07/25/2013. It is part of our preventative maintenance requirements noted in the user manual that the pump be serviced once every 12 months. This info has been relayed to the customer.